Event description:
It was reported that patient's x-rays indicate that parosteal osteosarcoma of the right proximal humerus has returned.

Event description:
It was initially reported that patient's x-ray indicated parosteal osteosarcoma of the right humeus has returned, which the treating physician reported there was no casual relationship to the use of the exogen device.